Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed an increase in pacing threshold and loss of capture (loc). The patient was seen for a revision procedure where the lead was repositioned with good results. It was suspected that fibroids had attacked the lead. The patient was also reported to have hypertrophic obstructive cardiomyopathy. Subsequently, the patient received an inappropriate shock for what appeared to be oversensing of t- waves. It was reported that the amplitude of the patient's r-waves were small and sensing issues were being encountered so the device sensitivity was reprogrammed and tachy therapy was programmed to off. The system also displayed a pace impedance issue. The patient finally underwent a revision procedure where both the rv lead and device were explanted. It was reported that the products were not to be returned. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was thoroughly inspected and analyzed. The proximal end of the distal spring electrode was separated from the lead body. The helix was extended. Tissue was noted entwined in the helix. The tissue was removed and the helix retracted on its own from overtorque. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Subsequently the lead was returned for analysis.